Event description:
The laboratory director requested information regarding the content of the axsym hcv positive control because one of the operators splashed it in one of her eyes. Information about the incident (how, when, the circumstances) was requested. The response received was that the operator washed her eyes with plenty of water. No further information was available.

Manufacturer narrative:
This report is being filed on an international product, list number 3b44, axsym hcv, that has a similar product distributed in the us, 5c36, axsym anti-hcv. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The axsym user did not receive any treatment for the splash to her eye. The axsym users are now required to use protective items. No atypical activity or adverse trend was identified for the complaint issue. Labeling was reviewed and found to be adequate. No product deficiency or malfunction was identified.